Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) had recorded several out of range shock impedances on the right ventricular (rv) lead. The shock impedance measurements have gradually increased since (B)(6) and have continued to be above 125 ohms during testing. The shock impedance measurement during the last delivered shock back in 2010 was 43 ohms. Both an x-ray and isometric movements were performed but no anomalies were noted. Boston scientific technical services (ts) was contacted for further assistance. No adverse patient effects were reported.

Manufacturer narrative:
A ts consultant discussed that this was most likely a lead issue but provided several troubleshooting techniques to help determine if there was a connection issue or lead damage. At this time, both products remain implanted and in service. The patient will be seen again and additional testing will be performed on both the device and lead. Once any additional information does become available, this report will be updated.

Event description:
Additional information was reported that a data disk was sent to boston scientific technical services (ts) for further evaluation. No adverse patient effects were reported. In addition, it was confirmed that this particular product issue has taken place in (B)(6) and not (B)(6).

Manufacturer narrative:
A ts consultant reviewed the data and discussed that the shock impedance measurements have been above 125 ohms most of the time while this ICD has been implanted. The pacing impedance and sensing measurements have remained stable. The episodes stored in the device memory show noise on the shock channel that occurred after implant. There was a true ventricular tachycardia (vt) episode recorded where shocks were delivered and showed that the shock impedance during shock delivery was between 41 and 43 ohms. However, the vt was not terminated when therapy was exhausted. The ts consultant discussed that based on the measurements and observations, either a connection issue with one of the defibrillation coils or a lead fracture is suspected. The evidence more strongly suggests a loose setscrew or a connection issue due to the noise being present on the shock channel several months after the ICD was implanted. Several troubleshooting techniques were suggested in order to determine the root cause for the observations and because shock therapy may not be available under the given conditions. At this time, this ICD and rv lead remain implanted and in service. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A lead revision was performed and it was discovered that the distal shocking coil terminal pin had some traces of blood. The lead terminal pins were removed from the header, cleaned and then reconnected. All lead measurements were within normal range. The ICD and rv lead remain implanted and in service. No additional adverse patient effects were reported as a result of the surgical procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.